Event description:
It was reported that two days after implant the right atrial lead had a possible perforation of the atrium. The lead had no capture at maximum outputs and the sensing dropped to 0.2 mv. The pericardial sac was drained and two days later the right atrial lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood in/on the helix/lobe mechanism.